Event description:
It was reported that during an unknown procedure, the jaw with the white tissue pad pulled off during the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that during a breast procedure, the device was not coagulating. A second device was used to complete. No other details are known. There was no patient impact.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Corrected information the device was returned in good visual condition testing confirmed the short on the device when the jaws are fully or partially closed. The active rod insulation has been skied (insulation was scrapped exposing the active rod) under the pivotal area of the jaw. The damage has exposed the surface of the active rod and allows contact with the upper jaw. The exposed surface of the active rod allows contact with the upper jaw creating an electrical short and the replace device warning which would not allow the energy to be transmitted to the test media during analysis. This may affect the sealing performance of the device. The damage on the insulation causes the active rod to contact the upper jaw creating an electrical short preventing delivery of rf power from the generator and the replace device warning.